Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and blood in the guide wire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 8mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified diagonal artery. A 3.00mm x 20mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated to 10 atmospheres for 10 seconds; however, it ruptured. The device was removed. The procedure was completed using another device and implantation of a stent. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified diagonal artery. A 3.00mm x 20mm maverick²¿ balloon catheter was advanced to the lesion. The balloon was inflated to 10 atmospheres for 10 seconds however it ruptured. The device was removed. The procedure was completed using another device and implantation of a stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).